Manufacturer narrative:
The reason for this revision surgery was the patient was having recurrent hips dislocations. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 894b1030. (B)(4). This surgery was performed to remedy a trochanter fracture that was most likely the root cause of the recurrent patient joint dislocations. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had a trochanteric fracture that was felt to be the instigator for the hips recurrent dislocations. The surgeon explanted the head and the neutral head was implanted after the trochanteric fracture was plated. All was thought to be stable.